Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka on (B)(6) 2022, a revision surgery was performed the same day ((B)(6) 2022) to explant the journey bcs 3-4 11mm poly due to broken post. The current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The post of the device has broken off, rendering the device inoperative. The clinical/medical evaluation concluded that per complaint details, an insert revision was performed due to broken post. The requested documentation has not been provided as of the date of this medical investigation and the current health status of the patient is unknown. Without the requested documentation, further clinical root cause analysis cannot be performed. It is unknown if the patient experienced any trauma or if the surgeon faults the device. The patient impact beyond the reported broken post and subsequent same day revision could not be determined. No further medical assessment can be rendered at this time. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique or implant failure. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.